Manufacturer narrative:
Product event summary: at analysis the device passed its incoming functional test though it was noted that the battery contacts were visibly contaminated, the cover ring attachment was cracked and the ring attachment was missing. The device was cleaned and the battery contacts were inspected and all visible signs of contamination were removed, the cover ring attachment and the ring attachment were replaced. The device was tested with ts4 and test software and it passed all tests.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification at manufacturer's analysis. There was no patient involvement.